Event description:
On (B)(6) 2020, the patient received the following results within 15 minutes: 217 mg/dl and 101 mg/dl. On an unknown date, the patient received the following results within 15 minutes: 210 mg/dl and 105 mg/dl.